Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was in clinical use when the issue occurred. The remote service engineer (rse) inspected the system and confirmed that the x-ray was not possible. The rse advised the customer to restart the system since the connection with the generator was lost. The third party engineer restarted the system. After restarting the system, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue was resolved after system restart and there was no impact to the patient. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that system would not do x-ray. No harm has been reported to philips. Philips has started an investigation of this complaint.